Event description:
It was reported that balloon rupture occurred. The 85% target lesion was located in the straight general geometry, non- tortuous and non-calcified superficial femoral artery. After the lesion was pre-dilated, a 5.0 mm x 100 mm, 135 cm ranger drug-coated balloon catheter was advanced for treatment. However, the balloon ruptured before it was inflated to nominal burst pressure. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.